Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an explant procedure.